Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer continued using existing pump supplies or loaded a new cartridge to resolve the issues. There was no adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.